Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient said that starting yesterday they noticed in vaginal area a sensation that felt almost like a burn and a pinch where the stimulation is. The patient also described this feeling like a shock on the left vaginal area. The patient stated they are experiencing this when they have their legs a certain way or if they are urinating. The patient stated they also noticed this when they were lying in bed. The patient stated they think stimulation may be too much due to this. The patient was on program 2 at 1.6 volts and decreased stimulation to 1.5 volts initially and stated they did not feel the sensations above at first, but stated that could feel it again when the patient was sitting. The patient decreased stim to 1.4 volts and stated stimulation felt fine when sitting, but when the patient stood up they could still feel that sensation on left side. The patient decreased to 1.3 volts and confirmed the patient was no longer feeling sensations noted above and confirmed stimulation felt comfortable at 1.3 volts when sitting and standing on call. The patient will monitor now that changes were made and will follow-up with hcp if issue persists. The patient was redirected to their healthcare provider to further address the issue.